Event description:
Boston scientific received information that during a follow-up visit this atrial lead displayed an impedance measurement greater than 2000 ohms. The patient was not symptomatic. Additional information was received that this lead was removed from service. A request for product return has been sent.

Manufacturer narrative:
The impedance measurement improved in unipolar configuration. A technical service consultant recommended unipolar configuration and decreasing the sensitivity. The lead remains implanted. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. This report will be updated if the lead is returned for analysis or if additional information becomes available.

Event description:
Additional information was received that the lead will not be available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.